Event description:
Oracle ro : (B)(4) check clutch/plunger lever, consistent alarm message.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the bottom case were cracked. A review of the event history log identified check clutch plunger lever. During the functional testing the reported issue was able to be duplicated. Both clutch halves were found slipping during occlusion as a result of abnormal wear. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced lead screw and both clutch halves. Performed preventative maintenance, occlusion test and all functional tests which passed.